Event description:
It was reported that the patient underwent a mini-invasive spinal reduction procedure to implant instrumentation at l3 to s1 following a 2 level xlif at l3-l4 and l4-l5. The pre-op films reportedly show a small deformity. The patient was not seem to be hyper lordotic. During rod insertion on the right side, the screw extenders popped off, therefore, the lordosis subsequently had to be increased in the rod in order to be able to reduce the rod and lock it down on the pedicle screws. During this process, two inner sleeves of the screw extender were bent and outer sleeve of the third screw extender cracked. The rod finally was able to be seated on the right side.

Manufacturer narrative:
(B)(4): visual examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of specification approximately 2.8 & 2.1mm at the multiple axial screw head retention features. Witness marks on the upper walls and tip of the inner sleeve suggest that aggressive release techniques may have been utilized. Common surgical technique for this part is for this part is for the surgeon to wiggle the assembly free of the multiple axial screw head of the implanted screw. This can create stresses on the instrument that could bend the tips if performed aggressively. The bent tip condition, in addition to the identified witness marks in the multiple axial screw head retention area suggest that this instrument may have been subjected to aggressive release techniques which may have contributed in the out-of-specification condition. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.